Event description:
The uchr frame slipped while a patient was in surgery. This happened prior to the second target. The case was stopped. There was no injury to the patient.

Manufacturer narrative:
Product was returned and assembled. There was no difficulty in assembly. No design or manufacturing defects were detected in examination of the uchr. A test of the head ring posts showed they were weaker than new, unused posts; which is expected due to normal use of the posts. It could not be determined if the posts or patient set up resulted in the event. A review of the complaint history resulted in the findings that this is an isolated failure.